Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was showing red light and insulin pump suddenly went white. Customer reported white solid display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with missing segments and a partial display due to cracked lcd glass. Unable to perform the self test and the displacement test due to display anomaly. The insulin pump was also received with scratched case and pillowing keypad overlay.